Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus, and the valve was fully deployed. Upon withdrawal, the nosecone of the dcs interacted with the greater curvature of valve frame causing the valve and guidewire to raise and dislodge out of place. The dcs was fully withdrawn from the patient. Subsequently, a second valve was implanted in the patient. Additional information was received that right femoral artery access and a non-medtronic (safari xs) guidewire were used for the procedure and a pre-implant balloon dilation was performed. The valve was implanted into the native annulus using the cuspal overlap technique and slow deployment. Prior to withdrawing the dcs, the nose cone was not brought to the center of the inflow and then the wire inserted. Rather the wire was inserted and then the nose cone was removed which caused lifting to occur. The second valve was placed without any issues and the patient safely discharged the following week.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus, and the valve was fully deployed. Upon withdrawal, the nosecone of the dcs interacted with the greater curvature of valve frame causing the valve and guidewire to raise and dislodge out of place. The dcs was fully withdrawn from the patient. Subsequently, a second valve was implanted in the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.